Event description:
On 1/30/97, a facility nurse informed MFR's customer svc rep that the device catheter broke from the device body at the reservoir. On 2/3/97, MFR received a medwatch report (1 page, no medwatch report# see attached) which stated the following: pt came to hosp to have device removed. During removal, physician was unable to locate device catheter. Device body was removed and a chest x-ray was performed to locate the device catheter which was found in the heart with catheter tip lodged in ventricle of heart. Pt had to have an angiogram procedure to remove the device catheter. Catheter was placed on 5/17/93. Pt stated that she had been unable to get blood return last several times catheter was used. No further details were provided at this time.